Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 20.5, 172.5 and 174.5 cm from the proximal. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to be advanced through its introducer sheath and through a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed kinks on the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra microcatheter in the target vessel. While advancing a smart coil within its introducer sheath, the physician experienced resistance; therefore, the smart coil was removed. The procedure was then completed using two new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.